Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.

Event description:
A peritoneal dialysis (pd) patient reported a fluid leak was discovered during during tx complete - step 9 remove cassette of treatment in the pump module area and some drops of solution were noted from the bottom area of the cassette door. Fluid was discovered on the external of the cassette. Fluid leaked from one of the white lines because the clamp was open. There were no alarms or warnings prior to or after the leak. The film on the back of the cassette was not loose. The patient was advised to disregard using the cycler and to contact the on-call peritoneal dialysis registered nurse (pdrn) for advice on alternate treatment. The patient was advised to use the cycler for the next day's treatment and to call if they encountered any issues. Additional information was requested but was not received to date.

Manufacturer narrative:
Plant investigation: the plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A peritoneal dialysis (pd) patient reported a fluid leak was discovered during tx complete - step 9 remove cassette of treatment in the pump module area and some drops of solution were noted from the bottom area of the cassette door. Fluid was discovered on the external of the cassette. Fluid leaked from one of the white lines because the clamp was open. There were no alarms or warnings prior to or after the leak. The film on the back of the cassette was not loose. The patient was advised to disregard using the cycler and to contact the on-call peritoneal dialysis registered nurse (pdrn) for advice on alternate treatment. The patient was advised to use the cycler for the next day's treatment and to call if they encountered any issues. Additional information was requested but was not received to date.